Manufacturer narrative:
UDI section is unknown. The manufacturing device history report (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no abnormality in the appearance of the main body. Functional testing found looseness of the patient outlet connector. Tightened the patient circuit connector with a force of 4.5 nm and device passed all functional testing. The root cause of the reported issue was found to be a design issue - the load in the loosening direction is applied when the patient circuit is attached or detached. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that during the maintenance checkup, the goods services officer (gso) engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury was reported. No additional information is available for this complaint.